Event description:
Caller reported a malfunction on pump with no notable events occurring before. Customer's blood glucose level displayed as "high," but did not exceed 500 mg/dl (27.7 mmol/l). A correction bolus was administered via the pump to address elevated blood glucose. Technical support provided pump reset information and assisted with resetting, resolving the issue without recurrence. Customer was advised to continue using pump and to report any recurring malfunction.